Manufacturer narrative:
The explanted devices were not returned to bsn. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the battery site. The patient underwent an explant procedure and was doing fine postoperatively.